Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Initial op notes demonstrated that the patient had right tha due to right hip arthritis after prior femoral neck fracture treated with cannulated screws. Revision op notes demonstrated that the patient was revised due to pain, elevated metal ion levels, and pseudotumor. Significant pseudotumor debrided, no extensive tissue damage. Femoral and acetabular components well fixed and left in place. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H10: this follow-up report is being submitted to relay additional information. Updated: a4, a5, b4, b5, b7, g4, h2. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Brand name: femoral stem beaded full coat 12/14 neck taper std. Body std. Offset size 11 11 mm distal dia. 160 mm length. Concomitant medical products: item # 00620005622, f/m acet shell 56 mmod cluster, lot # 63001807. Item # 00630505632, xlpe 0 deg poly liner 56 x 32, lot # 62770144. Item # 00-8018-032-03, femoral head +3.5 x 32 mm dia, lot #63193612. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00402 cup, 0001822565-2019-02353 liner, 0002648920-2019-00403 head.

Event description:
It was reported that patient had a revision surgery at (B)(6) for an unknown reason on unknown date. Attempts were made to obtain additional information; however, no further information was available.

Event description:
It was reported that the patient underwent total hip arthroplasty and subsequently revised three and half years later due to pain, elevated metal ions and pseudotumor. The head and liner were exchanged without complication or additional significant findings. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.